Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: chinese journal of reparative and reconstructive surgery; 2016; vol. 30.; no. 6; 739-743; doi: 10.7507/1002-1892.20160151. (B)(4).

Event description:
It was reported in a journal article with title: effectiveness of preperitoneal herniorrhaphy with ultrapro plug mesh for umbilical hernia repair in adults. The aim of the study is to explore the effectiveness of preperitoneal herniorrhaphy with ultrapro plug (upp) mesh for umbilical hernia repair in adults. Between september 2011 and june 2015, 71 patients (male=26, female=45; age range 19-92 years, mean age 54.3 years) with umbilical hernia underwent preperitoneal herniorrhaphy with upp mesh (ethicon). The upp was placed and expanded in the preperitoneal space behind the posterior sheath of the rectus abdominis; the umbilical ring was filled with intermediate connector, the upper plug edge was fixed at the hernia reduction hole upwards, downwards, leftwards, and rightwards, respectively and the superfluous patch was cut off. Reported complications included seroma (n=1) and was cured after puncture and fluid extraction with a syringe and dressing change; umbilical hernia recurrence (n=1) in elderly female patient and was cured after undergoing preperitoneal herniorrhaphy again with upp mesh; patch infection and formation of chronic sinus tract (n=1) in elderly obese female patient and was cured after the patch removal. In conclusion, repairing umbilical hernia in adults with upp mesh should be safe and reliable , because it has the advantages of short operation time, short hospital stay, less complication, and lower incidence of recurrence.